Manufacturer narrative:
This case has been in litigation since (B)(6) 2015. No new information has been provided since that time.

Event description:
Candela received a phone call from an individual reporting that her daughter had received vein laser treatment on her nose at the (B)(6) site. It was reported that the patient was treated on (B)(6) 2013 at the site. After the second treatment, the patient reported that the treated areas were "red, painful, had pus in them and then scabbed over." When the patient returned to the site for the third treatment, she reported that "the areas that had been lasered, blistered, bruised and there was a lot of puss and infection." The patient reported that she had prominent divots in both sides of her nose. It was also reported that the patient was not given a plan for post treatment care nor were the possible side effects or complications discussed with her.

Manufacturer narrative:
On 02/25/2015, candela's qa department contacted the site where the patient was treated. Candela had made 3 attempts to contact the site for further information on the event and received confirmation of the laser model and serial number of the laser system on 03/18/2015. No other information was provided. The product service history was reviewed on 03/18/2015. The product was installed at the site on 04/16/2009 and the last service performed on the device was on 09/10/2014. Service was also performed on the device prior to the reported treatment dates on 02/14/2013. The initial reporter provided the treatment parameters that were used on the 3 treatment dates. Upon review of the provided treatment parameters, it was determined that the parameters reportedly used by the operator were within the parameters recommended by candela's treatment guidelines, except for the fluence. It was determined that the fluence used during the treatment was too high, which may have been a contributing factor to the injury.